Manufacturer narrative:
Corrections/removal reporting number 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint that the returned ipg could not communicate with external devices was confirmed. As returned, the ipg's battery was depleted below the minimum voltage to sustain communication and stimulation. The battery was recovered and the ipg successfully communicated with and was fully charged with a lab charging system. It was tested to manufacturing specifications using automated test equipment and passed all tests. After the battery was recovered, the ipg displayed normal device characteristics. The charging history of the device is unknown. The reason for the depleted battery was not ascertained. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suddenly lost stimulation and was unable to establish communication between his ipg and programmer after an unrelated surgery on (B)(6) 2015. The patient's programmer also reflected a "battery low-stimulation off" and a communication error message. A replacement charging system was sent to the patient, which did not resolve the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. Therapy has been restored.